Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: the returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the increasing/high threshold described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo or extrinsic insulation breach was not observed during analysis. Blood ingress was not observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's lead had increasing and high thresholds. The lead was reprogrammed then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.